Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, the quick disconnect came apart while draining the arterial line after the case. The patient was alert and extubated however, there was approximately 200 cc's of blood loss. No patient injury or transfusion needed.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).